Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: customer reported the system would not boot up. Fse evaluated and attempted to reseat the table generator interface emi assembly (tgi) board, but that did not resolve the problem. Fse determined the tgi needed to be replaced. After replacing the tgi, the system was tested and functioned as it should. Notes also indicate another board was reseated (uct), but that was not identified as a cause of the no boot condition. Actions taken by the fse were appropriate. Assignment of this complaint to rac line 221 is appropriate. In the uroview 2800 system, the table generator interface emi assembly is the assembly that commands the generation of x-rays. The complaint is not related to a previous CAPA or field action. No further investigation is required. The uroview 2800 systems were last manufactured in 2006. Component failures one systems of this age are not unexpected. This complaint does not represent a malfunction of the device.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The table generator interface(tgi) pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.